Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: austria. 1st pack is damaged, cardboard box isn't (see pictures). Sterlilty is no longer given. The client received 15 boxes in one delivery 2 boxes are affected.

Manufacturer narrative:
Samples received: 10 unopened staplers. Analysis and results: there are no previous complaints of this code-batch nor units in stock in our warehouse. We have received 10 closed samples (1 of them of the batch u168024500 instead of the complained batch u178024500). Visual inspection of the retuned staplers with blister pack and product box: box 1: there were 5 pieces of unopened staplers in the product box 1. Damage and breakage were observed on the left side of the corner, back side and corner of the product box. Damage and breakage was observed on all 5 pieces of the blister packs. Box 2: there were 5 pieces of unopened staplers in the returned product box 2 (1 piece was different lot number from the complaint lot number in the returned box). Damage and breakage were observed on the left side of corner, back side and two corners of the product box. Damage and breakage were observed on 4 individual packages. Reproducibility test in a particular environment at certain temperature. Tests were conducted such as drop test at room temperature (23ºc) and -5ºc, cooling the samples for 2 hours. Based on the results, it was confirmed that if this product/product box is dropped from a height of 120 cm at room temperature, or a load is applied from a height of 120 cm, or heavy load is dropped on the product, the blister pack deforms, but there is no cracks or breakage on the blister pack. And, it was confirmed that the blister pack breaks when dropping a product stored for more than 2 hours at a temperature of -5ºc or lower. As for result of the investigation, we assume that a load was applied to the product/product box from the side of the box. It was confirmed that if the product/product box is dropped from a height of 120cm at room temperature, or a load is applied from a height of 120 cm, or heavy load is dropped on the product, the blister pack deforms but there is no cracks or breakage on the blister pack. And, it was confirmed that the blister pack breaks when dropping a product stored for more than 2 hours at a temperature of -5ºc or lower. Since the product/product box is made a palletized shipment, it is unlikely that a palletized shipment could be subjected to a load. The product/product box could be dropped from the side or load could be applied to the product/product box from the side as the below pictures after unloading and storing them at the temperature of -5ºc or lower. Remarks: we take note of this incidence, considered as an isolated accidental case. Checking the complaint history, there are no other complaints for this product regarding this issue in the last five years. As stated in the instructions for use of the product, store the manipler az at room temperature, and never use products from open or damaged sterile packaging. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.